Manufacturer narrative:
Previously report by the manufacturer: the manufacturer received information alleging a trilogy evo o2 ventilator had a "low expiratory pressure" alarm condition occurred during an inspection. It was also alleged that the exhalation valve did not close while using is active circuit. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. There were observed or recorded malfunctions regarding the reported issue. The device complaint or problem cannot be confirmed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a trilogy evo o2 ventilator had a "low expiratory pressure" alarm condition occurred during an inspection. It was also alleged that the exhalation valve did not close while using is active circuit. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.